Manufacturer narrative:
Investigation evaluation: our evaluation of the product said to be involved confirmed the report. The wire guide has a kink at approximately 14.8 cm. The coil spring is still attached to the distal end of the wire guide. There is wire guide coating damage near the distal end. Approximately 9.9 cm to 12.1 cm from the distal end, the wire guide covering has folded over itself at least once. Approximately 10 cm from the distal end, some of this folded over wire guide covering has split. Approximately 12.1 cm to 16.3 cm from the distal end is a section of bare core wire. No rough surfaces or additional kinks are found along the wire guide. Due to the condition of the returned device it cannot be determined if any sections of the coating are missing. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. According to the report, the wire buckled which made it difficult to exchange other products over it. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. The instructions for use for this product line instruct the user to flush the wire guide prior to removal from the wire guide holder. This activity will aid in optimal performance of the wire guide. Failure to flush the wire guide can result in damage to the wire guide. The instructions for use for this product line instruct the user to flush endoscope accessory channel and /or lumen of device with sterile water and for best results, wire guide should be kept wet. This activity will aid in optimal performance of the wire guide. Failure to flush the endoscope channel can result in damage to the wire guide. The instructions for use for this product cautions the user that this product is compatible with non-metal tip devices. Use of the wire guide with metal tip devices may compromise the integrity of the external coating on the wire guide. The reported observation can occur if the wire guide was used with an incompatible accessory device. If additional pressure is applied to the wire guide and/or accessory device(s) while moving the wire guide inside the accessory device(s), this could contribute to wire guide coating damage. Prior to distribution, all tracer hybrid wire guides are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
On december 03, 2015, the following information was reported: during an endoscopic retrograde cholangiopancreatography (ercp), the physician used a cook tracer hybrid wire guide. During the procedure, the wire buckled which made it difficult to exchange other products over it. It is unknown how the procedure was completed. On december 14, 2015, the wire guide was received for evaluation. The coating was found to be damaged from 9.9 cm to 16.3 cm from the distal tip.